Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the connecting tube is sticky is cause not established and for image is not displayed is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service team indicates that connecting tube is sticky and image is not displayed was found. It was determined that the connecting tube and scope connector needed to be replaced. There was no patient involvement.